Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a kink in the catheter could not be confirmed due to the condition of the returned sample. A photograph of a radiographic image on a screen was provided for investigation. The main radiographic image showed what appeared to be the thoracic region. A magnified image was pulled up in the lower right corner of the screen. The origin of the magnified image could not be determined. What could be a catheter is visible in the magnified image showing what could be a kink or the apex of a curve in the catheter, which gives the appearance of a kink without the depth of the catheter path due to the 2d image. The kink could not be verified from the image alone, and further analysis could be completed with a physical sample; however, since the physical sample was not returned, the complaint is inconclusive. The product IFU states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿

Event description:
It was reported by the facility that the catheter kink was found after the nurse experienced difficulty flushing the line. No patient injury was reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a kink in the catheter could not be confirmed due to the condition of the returned sample. A photograph of a radiographic image on a screen was provided for investigation. The main radiographic image showed what appeared to be the thoracic region. A magnified image was pulled up in the lower right corner of the screen. The origin of the magnified image could not be determined. What could be a catheter is visible in the magnified image showing what could be a kink or the apex of a curve in the catheter, which gives the appearance of a kink without the depth of the catheter path due to the 2d image. The kink could not be verified from the image alone, and further analysis could be completed with a physical sample; however, since the physical sample was not returned, the complaint is inconclusive. The product IFU states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the facility that the catheter kink was found after the nurse experienced difficulty flushing the line. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the facility that the catheter kink was found after the nurse experienced difficulty flushing the line. No patient injury was reported.